Event description:
Event was reported to caldera medical by an attorney. The pt has suffered vaginal and pelvic pain, infection, urinary problems, recurrence of incontinence, pain during intercourse, general abdominal pain. No further info has been provided.